Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported adjustable pressure limiting valve was not working preventing the use of manual ventilation. There was no report of patient involvement.